Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer reports that the line at the adapter on the tal palindrome was cut, resulting in bleeding from the catheter. The catheter had been in place 1 month and 4 days when the event occurred. The problem was identified by a nurse in the hospital, the catheter was removed and replaced. The customer reports that the cut in the line adapter was discovered when aspirating the line, they were drawing air prior to dialysis, seeing bubbles. The customer believed it was a line problem, then when looked closely, they saw blood under the dressing and noticed the cut in the line.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.